Event description:
New information received notes that post paced t-wave oversensing was observed again and programming changes were successful.

Event description:
It was reported that two separate occasions of post-paced t-wave oversensing on the ventricular channel were seen via stored egms. Patient was asymptomatic. Programming changes were made.